Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during busy procedure days the customer was not completing any colonovideoscope bedside pre-cleaning steps. It was also reported that they did not immerse the entire scope during leak testing, they did not change the water between leak testing of multiple scopes multiple patients, they did not keep the scope in water for at least 30 seconds during leak testing, they did not immerse the scope control body in water during brushing of scope channels, and it was observed that the physician was using the device off-label for hemorrhoid banding. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. The user can prevent the suggested event by following the instructions for use (IFU) below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.